Manufacturer narrative:
An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot and sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision of right total hip due to infection. Removed all components and implanted a cement spacer.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 2080-0030, gap plate screws, lot code: ha5xed. Cat. No.: 2080-0035, gap plate screws, lot code: d67x6v. Cat. No.: 509-02-56e, tritanium revision acetabular, lot code: 6r6nrw. Cat. No.: 6210-0-400, hris osteo cur .25x210mm, lot code: x9m32. Cat. No.: 6570-0-736, delta v-40 ceramic head 36/+7,5, lot code: 49023401. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of right total hip due to infection. Removed all components and implanted a cement spacer.